Manufacturer narrative:
Result: erroneous data generated. Conclusion: the root cause for this event has not been determined. Analyzer generated flag alerted operator to further review the patient specimen. The micro and macro flags are generated when the percentage of cells counted in the microcytic (micro) and macrocytic (macro) regions compared to the total number of rbcs are above the established limits set by the laboratory. Thresholds rbc1 and rbc2 define the micro and macro regions and are calculated based on the standard deviation of a normal rbc population.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously low white blood cells (wbc), low platelets (plt), high red blood cells (rbc), high hemoglobin (hgb), and high hematocrit (hct) results for one (1) patient sample on their coulter ac·t 5diff cp (cap pierce) hematology analyzer. The patient results were not reported out of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that the analyzer generated a micro flag on the run where the erroneous results were observed. This was the first rerun of the patient sample. The sample was rerun a second time. The patient was then redrawn and the redrawn sample was run. The results from the redrawn sample run, the initial run, and the second rerun were similar (see attachment). The redrawn sample run results were interpreted to be correct and were reported out of the laboratory. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse cleaned and lubricated the sampling probe guide rods then verified the performance of the analyzer per established procedures. The root cause for the erroneous results has not been determined; however, the patient sample for the run in question was flagged with an analyzer generated flag alerting the operator to further review the patient specimen.